Manufacturer narrative:
No sample has been returned for evaluation. A device history record review for the product lot was conducted. According to the device history record reviews the product was released in accordance with all product acceptance criteria. A complaint history examination indicates this is the (B)(4) complaint received for leaking against the components of the reported lot. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. The reported lot for this complaint includes affected manufacturing lots. A non-safety medical device correction was complete and a manufacturing change implemented to address root cause. All potentially impacted customer have been contacted and trocar plugs made available. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a product audit at their facility, they identified eight cases where the trocars leaked during the vitrectomy procedures. The procedures were completed with no patient harm reported. Additional information has been requested for the events; however, upon follow up the customer informed that the product samples associated with the events were discarded. No further information available. This is one of eight reports being filed for the same event at the same facility.

Manufacturer narrative:
(B)(4).

Event description:
This is the second of eight reports being filed for the same event at the same facility.